Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. Latch lock sensor was found not reading and the dso seal was peeling. These were replaced and the device passed all functional tests. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the device latch sensor did not register. A peeled downstream occlusion seal was confirmed. There was no patient involved, and no patient harm/adverse event reported.